Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a cannula that broke off. The patient received ultrasonography in search of the broken portion of the cannula, but it wasn't found. The following information was provided by the initial reporter: when checking the product, the patient found that the needle pe broke off; however, the broken needle could not be discovered. The patient underwent ultrasonography, which did not detect the broken needle.

Event description:
It was reported that bd micro-fine¿+ pen needle experienced a cannula that broke off. The patient received ultrasonography in search of the broken portion of the cannula, but it wasn't found. The following information was provided by the initial reporter: when checking the product, the patient found that the needle pe broke off; however, the broken needle could not be discovered. The patient underwent ultrasonography, which did not detect the broken needle.

Manufacturer narrative:
D.10 device available for eval?: yes d.10 date returned to manuf?: 01-june-2022 h.6 investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. One open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. 320129. Visual examination was carried out on the returned sample and photos and a broken patient end of cannula was observed. No manufacturing related issues were observed. Due to the condition the sample was received no clog test could be carried out. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.